Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary multiple drawers failed and all drawers were not accessible the customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. The field service engineer found that auxiliary 1 full height drawer 6 was not detecting all cubies. The engineer replaced the pyxis module controller board and the drawer control printed circuit board assembly. The drawer position was reassigned. The hardware testing application was run and passed all tests, and the customer tested the system with no further issues reported. The system functioned as intended after the field service engineer repaired the device.